Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe tooth fracture (cracking). Reported outside of the 30 day reporting window due to updated reporting requirements (CAPA-(B)(4)).

Event description:
The customer reported that she was removing her aligner and her lower back molar cracked. The customer reported that medical intervention was required and the tooth was restored. It is unknown if aligner treatment was discontinued.